Event description:
The customer reported there was a three star alarm without delivery of sound. The device was in clinical use at time the issue was discovered. There was no reported adverse event or patient harm. Patient details were not available.